Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "pressure dropped from 15mmhg during procedure while ca500 was inside the trocar. Pressure drop occurred over a span of 20 seconds. Surgeon experienced a visible loss of pneumo and working space within the abdomen." Patient status - "patient unaffected by pressure change."

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it can be difficult to determine the root cause. A review of the manufacturing records for the lot number revealed that the product passed all manufacturing and quality inspections. Although the root cause could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.